Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned probe, we observed the aspiration line under the probe rear shell to be kinked. The kink will prevent aspiration and is unrelated to actuation. It's likely the user meant to report aspiration issue. The kinked tubing would prevent calibration/priming of the probe and will generate a system message alerting user of an unwarranted condition with the probe. We were unable to replicate the customer's experience of unable to actuate because the kinked tubing prevents calibration completion of the probe. The vitrectomy probe¿s rear shell is meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the folded tubing observed. The most likely root cause was identified to be an operator improperly connecting the probe rear shell to the probe engine after the probe was leak and flow tested. The rear shell should be manually connected by the operator prior to the probe test. We were unable to replicate the customer's experience of the probe not actuating due to kinked tubing on the aspiration line which will render the probe inoperable during setup, prior to surgery. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Based on our current tracking, there are no adverse trends for this reported event for this lot. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that vitrector would not acuate/work at all during a retinal procedure of vit-ret surgery. The surgery was completed after replacing the product with a new one. There was no patient harm.